Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the one year has passed since synosteosis, the surgeon performed the explant surgery. The surgeon had difficulty removing the reported end cap. The end cap, nail and one lateral locking screw remain in the patient. It was also reported per an internal x-ray review by the medical director, the nail remains in the patient and has not been removed. The surgery was complete with an unknown delay, but the specific length of the delay is unknown. This report is for an unknown locking screw. This report is 4 of 4 for complaint (B)(4).